Event description:
Customer called to report the insulin pump alarmed during the prime process. Insulin was also squirting out. Blood glucose reading was 180 mg/dl. The insulin pump was not bumped or dropped. Troubleshooting was performed. Found that the drive support cap was protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The prime test could not be completed due to the motor error alarms. The insulin pump was also received with some cosmetic damage.